Event description:
24-hour ambulatory eeg [electroencephalogram] test returned for disconnect and only 3 minutes of data able to be uploaded. Natus tech support called and confirmed the box malfunctioned and only 3 of the 24 hours of data recorded. Box taken out of service and bmdi [bedside medical device interface] ticket placed. This is the second incident in 2 weeks in which an ambulatory eeg patient returned with equipment issues resulting is data not acquired. There needs to be some service done routinely on the equipment to ensure when sent out with patients it will work properly. Manufacturer response for electroencephalogram (eeg) box, natus xltek trex hd (per site reporter).